Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no serious or permanent injury. Despite multiple attempts, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 were updated or corrected.

Manufacturer narrative:
The manufacturer was previously received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no patient injury or harm reported. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of white and black unknown contamination in the air input of the blower box, a white, brown, cream colored and black unknown contamination in the bottom of the blower box. The manufacturer observed many potential mineral deposits on the blower motor side, blower motor bottom, blower motor isolators, and in the blower box, indicating potential water ingress. The manufacturer found evidence of black contamination, consistent with keratin, at the air outlet of the blower box, unknown light brown stains on the inside enclosure. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found multiple unknown brown and black contaminants and dark-colored hair strands inside of humidifier box, some potential mineral deposits on it and some white contamination on heater plate and dry box seal, potential mineral deposits were on the bottom rim of the heater pan just outside of the heater plate gasket. The manufacturer found no evidence of degraded sound abatement foam. The device's event logs were downloaded and reviewed. The manufacturer found no errors logged. The manufacturer powered on the device and verified airflow. The manufacturer concludes the contaminates found were consistent with black contamination consistent with keratin and white and black unknown contamination, white, brown, cream colored and black unknown contamination were inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9, g3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging that a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded. There was no patient injury or harm reported. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.